Manufacturer narrative:
Section a3b and a4: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of the preloaded intraocular lens (iol) got stuck in the cartridge during implanting the lens into the patient's right eye. It was being held in by the rod. After trying to retract and advance several times, the haptic broke off. The issue was noticed during implantation/application. The part of the lens in the eye had to be cut off and replaced with another lens of same model and diopter in the same procedure. There were no complications. There was no patient injury. There was no medical/surgical intervention required. From additional information it was learnt that there was enough ovd as usual. Since trailing haptic got stuck in cartridge while the resto of the iol was not inside the eye on ac. The on and off effort to try to liberate the haptic ended with the broke the trailing haptic at the optic junction. There was post op corneal edema. No other information is available.